Event description:
Patient reported an unspecified amount of time after injection in the lips with "juvederm voluma xc," the patient developed swelling, lumps, and hard spots in the top lip. Hyaluronidase was provided as treatment an unspecified amount of time later. The patient is also taking zyrtec and benadryl as treatment. Symptom of swelling is slightly improving, though the bumps and hard spots are still present.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swelling, lumps, and hard spots in the top lip" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.